Manufacturer narrative:
(B)(4). Batch # 823a06. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage, with the jaws and trigger in the close position. Also, the knife was noted partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected and with a gst60d reload loaded on the device. The reload was received partially fired 1/16 and with damage on reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 823a06, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic gastrectomy, the firing force was higher than expected at 1st firing. The device was used on the duodenum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.